Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked display window corner, cracked reservoir tube lip and scratched lcd window. The blank display could not be verified due to the cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 238 mg/dl. The customer explained that he dropped the device during a set change and half of the screen went blank. He also stated that the upper right hand corner of the screen had black. Troubleshooting was not able to resolve the issue. The device was returned for analysis.